Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer about the v60 ventilator indicating there is no display. The ventilator is functioning fine but cannot see the display. The customer reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) recommended replacing the user interface assembly (ui) with nav-ring and provided the part number. The customer was provided with the service manual and instructions for repair. The customer will order the ui assembly and repair the unit. The investigation is ongoing.